Event description:
It was reported that a pump constantly alarms for an upstream occlusion (medication, programmed amount and delivery rate unk). No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Review of the device history log confirms that the pump alarmed for an upstream occlusion. The eval was unable to reproduce a constant upstream occlusion, however; a failed upstream sensor was observed. A failed upstream sensor is known to contribute to constant upstream occlusion alarms. The failed upstream sensor was replaced.